Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during a meniscus repair surgery a truespan meniscal repair system 24, peek was used to attempt a vertical repair on the lateral meniscus. When fired, the first implant did not secure well and the peek implant was observed when the needle was pulled out from point of insertion. A second attempt was done using another like device and was successful in the repair. A total of 4 truespan were used, no issues were encountered on 3 x truespan. No surgical delay or patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during a meniscus repair surgery a truespan meniscal repair system 24, peek was used to attempt a vertical repair on the lateral meniscus. When fired, the first implant did not secure well, and the peek implant was observed when the needle was pulled out from point of insertion. The complaint device was received and inspected. The implants and suture were received along with the needle. One implant was deployed. There was no damage in the device. Via functionality test, the trigger functioned as expected, and when the trigger was pressed fully a click sound was heard, and then the second implant was deployed in the rubber sample without difficult. The device did not provide evidence of damage, therefore the complaint reported cannot be confirmed. We cannot determine a specific root cause. The possible root cause for the deploy failure reported could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the first implant being only partially deployed. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:6l35829, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.